Event description:
It was reported by service report that the fowler would not go up and could not be locked into place or hold weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler.